Event description:
The customer tested her blood glucose and received a reading of 51 mg/dl. She was concerned about the reading and called an ambulance. While waiting for the ambulance to arrive, she ate and drank something sweet to raise her glucose level. Paramedics tested her blood glucose when they arrived and received a reading in the 180's (mg/dl). They also tested the customer's glucose using her contour meter and received a reading of 83 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.

Manufacturer narrative:
A lot number was not provided for the test strips, so it was not possible to determine a manufacture date.